Event description:
During a review of the logs of the returned homechoice machine, a baxter technician identified a system error 2240 alarm that occurred during initial drain. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 was not confirmed due to a lack of sample. A root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).